Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the dependent patient had a pacemaker system implanted on (B)(6) 2018. It was subsequently determined when the patient returned to the clinic for a follow-up that the patient¿s right atrial lead had become dislodged. On (B)(6) 2018 the patient¿s right atrial lead was repositioned. A subsequent follow- up established that all of the system¿s parameters were within range. Shortly thereafter it was determined the patient¿s lead exhibited two three-second pauses and so the complete system was explanted and the patient had an implantable cardioverter defibrillator system implanted. The patient was stable throughout.

Manufacturer narrative:
Supplemental correction report needed to correct the written description to read right ventricular lead instead of, as was previously and incorrectly written, right atrial lead.

Event description:
It was reported the dependent patient had a pacemaker system implanted on (B)(6) 2018. It was subsequently determined when the patient returned to the clinic for a follow-up that the patient¿s right ventricular lead had become dislodged. On (B)(6) 2018 the patient¿s right ventricular lead was repositioned. A subsequent follow-up established that all of the system¿s parameters were within range. Shortly thereafter it was determined the patient¿s lead exhibited two three-second pauses and so the complete system was explanted and the patient had an implantable cardioverter defibrillator system implanted. The patient was stable throughout.

Manufacturer narrative:
Should have read (B)(6) 2018 instead of being blank and (B)(6) 2018 instead of being blank.

Manufacturer narrative:
Analysis was normal. No anomalies were found.